Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported encapsulation of prothesis. Healthcare professional reported bilateral rupture and "encapsulation" baker grade iii diagnosed via ultrasound. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: deformation observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported encapsulation of prothesis. Healthcare professional reported "encapsulation" baker grade iii diagnosed via ultrasound and MRI. Device has been explanted. This record relates to the left side.